Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with nocturnal and early morning hypoglycemia and daytime variability, including lows to 60 mg/dl and highs to 350 mg/dl, while using a g7 sensor and treating with oral glucose and subcutaneous insulin; the patient acknowledged overtreating hypoglycemia consistent with an improper or incorrect treatment method and a usage problem. Symptoms included nausea associated with elevated glucose. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue characterized by failure to follow instructions, specifically overtreatment of hypoglycemia leading to rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that user technique and unintended use error caused or contributed to the event.